Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no failed battery test alarms noted. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm. The buttons on the insulin pump were unresponsive except the act and escape buttons. He/she also received a failed battery test alarm. The customer's blood glucose level was 4.9 mmol/l. He/she was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.